Event description:
It was reported that bd max¿ system, bd max¿ instrument door will not lock after opening. The following information was provided by the initial reporter: "the customer reports that the door does not lock after opening and this is a dangerous situation. Gas pressure cylinder had slipped out of the holder. Gas cylinder realigned and installed. Door tested several times together with customer. Bd max status "pass".

Manufacturer narrative:
PMA/ 510k#: k111860, k130470. Investigation summary: a complaint of "door fall" was received against instrument max clinical material number: (B)(4), serial number: (B)(4). A bd field service engineer (fse) was dispatched. The fse was realigned the gas cylinder and installed, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(4), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Complaints for "workflow problem" are under statistical control for the month of september 2022. The upper control limit was not breached. Quality will continue to monitor the "workflow problem". No new trends have been identified. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 (service personnel injury- pinch points/ pierce point) via document baltrm-maxinst-aph revision 21 ID hw20.